Manufacturer narrative:
The product lot specific to this event was not known; therefore, lot history and device history records reviewed are not possible. The root cause of the reported dull knives that are dragging while making incisions is unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the ophthalmic surgeon indicated the knives are dull and 'drags' when making the incision during the cataract procedure. There was no harm to the patient's. Additional information has been requested but has not been received to date.